Event description:
It was reported, after the md inserted the iab into the patient, it was connected to the pump. The pump did not show ap pressure wave form. The md had the pump exchanged and the ap-pressure wave form displayed promptly on the console.

Manufacturer narrative:
A DHR review was conducted on the iap & it met all specifications & passed all in process testing. A follow-up report will be filed if more information becomes available.